Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 37 and 48 hours. The patient received an alarm on the personal diabetes manager (pdm) stating it was missing sensor values. The patient developed a fever and went to the ER. The patient was prescribed calpol pills to treat the fever and was discharged after 4 hours.